Manufacturer narrative:
All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. The pump passed the off no power, error, displacement, rewind, basic occlusion, occlusion, excessive no delivery, and self tests. Unable to prime the pump during the prime test due to a faulty force sensor. Unable to complete the functional tests due to the prime anomaly. No motor error alarms or blank display noted. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother called saying her son's insulin pump alarmed motor error about four weeks ago. The alarm was cleared by replacing the battery. This morning the device alarmed motor error again and shut off, causing customer to go high. Customer's blood glucose was 301 mg/dl. Customer cannot rewind the device. The device will be replaced. Customer's mother also mentioned a hospitalization for high blood glucose on (B)(6) 2012. Customer's blood glucose was 1400 mg/dl. The high was due to customer not properly monitoring his blood glucose. He had been sick and vomiting for a few days. Customer had diabetic ketoacidosis. He was released after a few days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.